Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during tonsillectomy and adenoidectomy, the wire of the evac wand fractured. It is unknown if it occurred inside or outside of the patient. The mouth of the patient was irrigated and suctioned. The procedure was completed without delay using a coblation wand. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H6: health code updated.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: part of the reported device was received for evaluation. A visual inspection of the returned instrument shows a partially detached electrode wire. The wand cable, saline, and suction tube has been cut and removed. Product was out of the original packaging. No packaging returned. A functional evaluation could not be conducted due to the wand cable, saline, and suction tubing being removed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided images shows a used wand with a partially detached electrode wire, also shows the outer packaging confirming part number eica5872-01 and lot number 2084237. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.